Event description:
It was reported that the grey portion of the microintroducer had a frayed edge and was therefore unable to slide it into the patient's arm. It was further reported that the flaw was noticed until the hcp attempted to insert it into the patient. When it wouldn¿t easily advance into the arm, it was removed and then noticed the flaw. Another nurse was called to come and open a new microintroducer set and use the introducer from that set. That one slid in easily as it should.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history, applicable previous investigation(s), labeling, applicable manufacturing records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged microintroducer is confirmed. One 4.5 fr microintroducer with a product sticker label containing lot: redw2588 was returned for evaluation. The dilator was returned within the sheath. Blood residue was present throughout the device. The pull tabs had not been peeled. The sheath and dilator shafts were observed to be bent and curved. The dilator tip also appeared to be bent. Microscopic observation of the distal tip of the sheath revealed a section to be deformed. The deformed section was bunched inwards. Material wrinkling of the sheath was present proximal to the damaged region. Material deformation was also visible at the proximal end of the sheath. The deformation was likely caused by the bending of the shaft. Evidence of advancement against resistance was observed and likely occurred during insertion of the device. The product instructions for use (IFU) contains information which may have prevented the reported issue. The IFU states, "advance the small sheath and dilator together as a unit over the guidewire, using a slight rotational motion. If necessary, a small incision may be made adjacent to the guidewire to facilitate insertion of the sheath and dilator. Verify institutional guidelines concerning the use of a scalpel prior to making incision." A review of the manufacturing records did not reveal evidence to suggest a manufacturing related root cause contributed to the reported event. A lot history review (lhr) of redw2588 showed no other similar product complaint(s) from this lot number.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of redw2588 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the grey portion of the microintroducer had a frayed edge and was therefore unable to slide it into the patient's arm. It was further reported that the flaw wasn't noticed until the hcp attempted to insert it into the patient. When it wouldn¿t easily advance into the arm, it was removed and then noticed the flaw. Another nurse was called to come and open a new microintroducer set and use the introducer from that set. That one slid in easily as it should.